Event description:
A company representative reported that a cayman united self-starting screw fractured during insertion. The procedure was completed successfully with a 5-minute surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a cayman united self-starting screw fractured during insertion. The procedure was completed successfully with a 5-minute surgical delay and no adverse consequence to the patient.